Event description:
Boston scientific received information that out of range pacing impedance measurements were recorded on this right ventricular (rv) lead. It was noted that the pacing impedance measurements were gradually increasing, while all other measurements had not changed. No noise was observed on the electrocardiogram. Boston scientific technical services (ts) discussed the cause and noted possible indications when it comes to the observation. A save to disk will be provided. The save to disk confirmed out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon additional information this investigation will be updated.